Event description:
Boston scientific received information that a power cord plugged into a communicator had melted and was hot to the touch. The communicator had stopped working prior. No adverse effects or injuries were reported or occurred.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory detailed analysis was performed. Visual inspection showed that the power cord was melted, although the power cord did not heat up when plugged in after 20 minutes.